Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter (stsf) and the biosense webster inc, (bwi) product analysis lab observed a reddish material inside the pebax and a hole on the surface. Initially, it was reported that there was a force sensor error. The cable was changed; however, the issue was not resolved. When the catheter was replaced, the issue was resolved. There was no patient consequence. The force issue was assessed as not MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and found reddish material inside the pebax and a hole on the surface. This finding was assessed as MDR reportable. The awareness date for this reportable lab finding is 27-feb-2023.

Manufacturer narrative:
The biosense webster, inc. (Bwi) product analysis lab received the device on 21-feb-2023. The device evaluation was completed on 27-feb-2023. Bwi conducted a visual inspection and functional test of the returned device. Visual analysis of the returned stsf catheter revealed reddish material inside the pebax and a hole on the surface. A screening test was performed. The catheter was connected to the carto 3 and it was recognized and visualized correctly; however, an error 106 appeared on the screen due to an internal printed circuit board (pcb) issue. The hole on the pebax with reddish material inside it could be related to the force issue. Based on the device evaluation, the failure was confirmed. It should be noted that device failure is multifactorial. The instructions for use contain the following warning stated in the carto 3 system manual: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. A manufacturing record evaluation was performed for the finished device 30880134l number, and no internal actions related to the reported complaint condition were identified. All devices are manufactured, inspected, and released to approved specifications as part of bwi's quality process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).